Manufacturer narrative:
Event date is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl, concentration 180 mcg/ml at a dose/frequency of 127.09 mcg/day via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient therapy manager (ptm) was showing code. Pss (patient service specialist) reviewed the code meaning: motor stall. The patient stated she saw the code (B)(6) 2017. It was reported that the patient heard the critical alarm on (B)(6) 2017. It was reported that the patient would follow up with a healthcare professional (hcp); she stated she was traveling in co and her doctor was in (B)(6). Pss recommended the patient contract her doctor regarding the ptm code. The patient reported that she felt tired on (B)(6) 2017; it was asked and unknown whether this was a sudden or gradual change in therapy/symptoms. The patient reported she just had her pump filled the week before this report. The patient stated that she would go to the emergency room if she showed withdrawal symptoms. The patient medical history included that she had chemo brain and could not remember anything, and that she had "oxy" for break through pain; the pss recommended she consult with her doctor about oral medication. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep called for the pump off passcode. It was reported that the healthcare professional would be programming the pump off the day of this report. No further complications were reported.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and manufacturer representative (rep). It was reported that the pump was alarming or beeping. It was reported that the patient met with a manufacturer representative on (B)(6) 2017 at (B)(6) hospital and he turned her alarm off, but her alarm was still going every 10 minutes and she was worried and scared. The rep reported that the patient was not sure what was going on because the rep turned the alarm off. The patient reported she thought she was having withdrawals because she had diarrhea and headache. The patient reported the hcp (healthcare professional) would be replacing her pump because it broke due to the code on the ptm. The patient asked if the concentration was high. The patient stated that she talked a lot because of chemo. The patient mentioned she had gotten a code 8476 on the ptm screen. It was reported that the patient would follow up with the hcp. The pss recommended the patient consult with the hcp regarding symptoms and questions. The patient reported that her daily dose was 7.60 and she could bolus every 4 hours. The rep reported that the pump probably recovered from a stall and stalled again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-jan-31. It was reported that an alarm was heard, first the non-critical, and then the critical alarm, and when that stopped, she went to the ER (emergency room). It was stated that a manufacturer's representative came to turn of the critical alarm at the ER. The patient stated that didn't work, as the pump still alarmed afterwards, and she was redirected to see her managing hcp. The patient was directed to see her managing hcp. It was reported that she saw the managing hcp, and that is when she had surgery to remove and replace the pump. As reported, the patient indicated that the event date occurred in (B)(6)2017. [However, based on the previously reported information and the patient's difficulties remembering information as a result of "chemo brain;" it is unclear if the events reported by the patient occurred in (B)(6) 2017, or (B)(6) 2017, as previously reported.] No further complications were reported/anticipated. Regarding the patient's medical history, it was noted that the patient had cancer.